Event description:
Collection facility repoprted a cirrhosis pt experienced a transfusion reaction in 2003 while being transfused with a unit from a split platelet product from a single donor donation. The pt experienced a decrease in blood pressure, tachycardia, dyspnea, cyanosis, and then coded. The pt was resuscitated and treated with vancomycin. Currently the pt is on a ventilator and is in critical condition.